Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a roux-en-y. As the suture was being tied to the stomach and bowel, it frayed and ripped. This happened with multiple sutures. No patient injury. Surgical time was extended 30 minutes or more but the delay did not affect the patient in any way. To resolve the issue, more suture was opened. Relevant medical history: morbid obesity.